Event description:
A malfunction alarm with code 16 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward. The customer was informed they could continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.